Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee revision.as per sales rep on (B)(6) 2016: the surgeon performed an I & d and poly exchange due to infection.

Manufacturer narrative:
The following devices were also listed in this report: unknown bushing; cat# unknown; lot# unknown. Unknown bumper; cat# unknown; lot# unknown. Unknown tibial rotating component; cat# unknown; lot# unknown. Unknown sleeve; cat# unknown; lot# unknown. Unknown axle; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an unknown insert was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, pathology reports, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee revision. As per sales rep on (B)(6) 2016: the surgeon performed an I & d and poly exchange due to infection.